Event description:
The surgeon implanted a collamer lens model cc4204bf in 01 and was explanted in 01. It was indicated by the md that the lens was not centered properly due to the patient's eye anatomy. There were no patient injuries and the patient's prognosis is excellent since lens replacement. The facility stated there was no product malfunction. The model and lot numbers of the cartridge and injector are unknown.